Event description:
Reporter states that she is not satisfied with her wheel chair. States that the wheels are deflated, the battery does not stay charged, will not recline and the seat does not go up. Reporter stated that her chair slammed her into objects and she broke her leg 3 times and crushed her ankle.